Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 333 mg/dl. Customer treated with a manual injection. Customer stated that the date and time and bolus and basal settings were correct. Customer also reported that she had received a sensor alarm that day. Troubleshooting could not be completed because the customer was delivering a bolus. Nothing further was reported.